Event description:
It was reported that bd connecta plus3 white pegs leaked the patient required treatment in the urology department due to their condition. On (B)(6) 2025, at 3:00 pm, the patient underwent surgery for prostate malignant tumor. Postoperative pelvic effusion was suspected to be due to lymphatic leakage, so ultrasound-guided catheter drainage was performed. An IV three-way connector was used, but it was found to be ruptured. A new three-way connector was immediately replaced, and no harm was caused to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.